Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication errors) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the lamp was worn out causing a poor light, the connector and front panel were worn out, and there was dust inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error occurred due to a worn-out connector. However, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.